Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the intermittent catheters had been missing the appropriate lubrication to make applying them possible, so the silver pads were not wet enough. Per follow up via phone on (B)(6) 2022, it was reported that approximately two dozens of intermittent catheters came with lubricant packs that did not have enough lubrication in them. Customer stated that they were still able to use them by using water to apply the catheters. And stated that some lubricant packs were overfilled while others did not have enough lubricant.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect pump settings". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that some intermittent catheters had been missing the appropriate lubrication to make applying them possible, so the silver pads were not wet enough. Per follow up via phone on 18aug2022, it was reported that approximately two dozen of intermittent catheters came with lubricant packs that did not have enough lubrication in them. The customer stated that they were still able to use them by using water to apply the catheters and some lubricant packs were overfilled while others did not have enough lubricant.